Manufacturer narrative:
Date of event, tests, and therapy: date estimated. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The death referenced in the article filed under a separate medwatch report number. Article title: safety and efficacy of using the viabahn endoprosthesis for percutaneous treatment of vascular access complications after transfemoral aortic valve implantation.

Event description:
This event is from a literature review identifying transcatheter aortic valve implantation (tavi) procedures with prostar xl use which may be related to dissection, stenosis, loss of peripheral pulse, perforation, heavy bleeding, vascular injury, acute kidney injury, claudication, ischemia, prolonged hospitalization, clinically significant delay in procedure, failure to achieve hemostasis and treatment with angioplasty, stenting, manual arterial compression, surgery and blood transfusion. Specific patient information is documented as unknown. Details are listed in the attached article, titled: safety and efficacy of using the viabahn endoprosthesis for percutaneous treatment of vascular access complications after transfemoral aortic valve implantation.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. The patient effects listed are consistent with the product risk profile and are, therefore, expected. The treatment of appears to be related to procedure circumstances and is consistent with the product risk profile and is therefore expected. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.